Event description:
In an abstract titled "safety and efficacy of the mynx vascular closure device: a `real world" experience" by khalil kaid et al, it was reported that a retrospective analysis of 222 patients who underwent elective coronary or peripheral interventions was performed. Of the study group, 140 were male with a mean age of (B) (6) years (B) (6). Successful device deployment was achieved in 99.6% of the group. 164 patients received a 6f sheath and 58 patients received a 7f sheath. 35% of patients in the study group received a glycoprotein iib/iiia (gpiib/iiia) inhibitor. This complaint documents the one reported case of retroperitoneal bleed in which the patient required a blood transfusion. No further information could be obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited information provided and no returned device for physical investigation, the cause of the reported retroperitoneal bleed could not be determined. However, it was reported that 35% of patients in the study group received a glycoprotein iib/iiia (gpiib/iiia) inhibitor. Per the mynx instructions for use (IFU) the safety and effectiveness of the mynx have not been established in patients who are currently receiving glycoprotein iib/iiia platelet inhibitors. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.